Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra coil 400s (pc400s). During the procedure, while attempting to advance a pc400 into a px slim delivery microcatheter (px slim), the pc400 would not advance past the proximal end of the px slim; therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly had a bend and kink approximately 5.0 cm and 57.0 cm from the proximal end. The stretch resistant (sr) wire within the embolization coil was fractured and the proximal constraint sphere was within the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned pc400 revealed a kinked pusher assembly. If the device is forcefully advanced against resistance, damage such as a kink may occur. The px slim used in the procedure was not returned for evaluation; therefore, the root cause of this resistance could not be determined. Further evaluation revealed a detached embolization coil due to sr wire fracture. This damage was not identified in the reported complaint and was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.